Event description:
It was reported that during changeout of the ipg, the left ventricular lead "snapped in half," while attempting to reposition. There had recently been an increase in thresholds for this lead. It was noted that significant electrocautery was used in the procedure. The lead was explanted, and not replaced, as the patient's ejection fraction had increased from 20 to 60, and the physician decided to use a dual chamber pacer instead of a bi-venticular device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; partial lead in segments returned for analysis.